Manufacturer narrative:
To date, the company has been unable to obtain additional information regarding this event. Add'l lot# s07003.

Event description:
Pt was being treated for traumatic fractures of t7 and t8 due to a car accident 6 months prior. Surgery was uneventful: optimesh and bone graft placed at each level. Neural monitoring used throughout. Pt awoke in recovery room reporting motor/sensory loss. Post-op CT was taken which showed posterior wall fracture and pedicle fracture at t7. Laminectomy was performed, t6-t9. Surgery on following day included placement of pedicle screw construct from t6-t9 and an anterior decompression.